Manufacturer narrative:
Device passed displacement test, sleep current measurement and active current measurement. No battery or power anomalies noted during testing, however power graph show unexpected battery power loss for a duration of time. Problem isolated to electronic assemblies. Device alarmed pump error 63 alarm during self test and confirmed in the insulin pump history due to broken pin 1 trace (vdd) on keypad assembly.

Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. The insulin pump involved in this event is the 640g insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
It was reported that the insulin pump turned off during self test. Customer's blood glucose level was 17 mmol/l at the time of incident. Customer stated that the insulin pump had hardware low level failure during self test. Customer was able to clear the alarm. Customer received request to rewind insulin pump. Customer is able to complete insulin pump rewind. Advised the insulin pump will need to be replaced. Advised to discontinue use of the insulin pump and revert to backup plan. The insulin pump will be returned for analysis.